Manufacturer narrative:
The upper section of the certain titanium hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn and stripped. The missing half was not returned for inspection due to being discarded by the customer. The complaint is confirmed for the allegation of a screw fracture. No device lot number was provided so a device history record review and a complaint history review could not be performed. We are unable to determine a probable cause for the reported event. The following sections have been updated.

Manufacturer narrative:
The device lot number was not provided/unknown.

Event description:
The doctor indicates fracture of the abutment screw. The doctor returned the upper part of screw and the fracture portion was removed from the implant and discarded by the doctor. The implant remains implanted.